Event description:
Per the clinic, the patient experienced an infection (cellulitis) at the implant site on (B)(6) 2025. The patient was treated with oral and topical antibiotics (specific date and duration not reported).